Manufacturer narrative:
(B)(4).

Event description:
It was reported that the doctor reported poor patient vascular access. Difficulty was encountered when inserting the catheter, resulting in damage to the balloon. As a result the iab was removed and replaced. No patient harm or injury. The patient status is reported as "fine".